Event description:
It was reported that pump malfunction occurred, with pump screen going dark and not turning on, and this issue led to customer¿s blood glucose reading as ¿high¿ with specific value unknown. Customer gave a manual injection to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.